Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the oversensing could not be conclusively determined. (B)(4).

Event description:
During a follow-up, non-sustained oversensing was noted. The lead was explanted and replaced during a crt replacement procedure and no lead damage was noted.